Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. A new cartridge was loaded resolving the alarm. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the customer add more insulin to the cartridge and was able to successfully resume insulin. Customer's blood glucose level was 74 mg/dl.